Manufacturer narrative:
Findings: pump received with all buttons functioning properly even (b) buttons working okay and no any moisture damage on keypad assembly. No unlockedj2/lcd keypad connector during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 130 mg/dl. The customer stated the b button is not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated act button stopped working and he put a new battery.